Event description:
It was reported to boston scientific corporation that a wallflex fully covered stent rmv was to be implanted in the bile duct to treat a malignant pancreatic mass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed. However, when the delivery system was attempted to be removed, the stent got caught on the delivery system causing the stent to move out of its position. The stent was then noted to be "mangled," so the physician decided to remove the stent using forceps. The procedure was completed using another wallflex biliary stent and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed using forceps.